Event description:
The customer reported that air leaked from the cuff during use. The tube was inspected prior to use. The tube was removed and the pt was re-intubate with a new (unspecified) tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.